Event description:
It was reported that multiple inaccurate fill estimates were received using multiple cartridges. Customer's blood glucose was approximately 300 mg/dl. Customer reverted to using manual injections for insulin therapy.